Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported resistance was encountered while retracting into the catheter. The procedure was completed by replacing it with a lvis stent. Continuous saline flush administered and maintained as indicated in the instructions for use (IFU). No catheter or pipeline pushwire damage was observed.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that during aneurysm treatment, the stent was positioned with relatively little resistance. However, when tension was applied to deploy the stent and the microcatheter was retracted, the stent's distal tip showed no response. Further retraction and complete withdrawal still failed to open the stent's distal tip. The pipeline was not positioned in a bend. More than 50% of the pipeline had been deployed when it failed to open. The pipeline was resheathed less than or equal to 2 times. No additional steps or other devices were required to open the pipeline. The stent was removed from the patient. It was unknown if the pipeline was used for an indication that is not approved (off-label). The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event. The patient was undergoing surgery for treatment of an amorphous, unruptured right posterior communicating artery aneurysm with a max diameter of 6mm and a 4mm neck diameter. Landing zone: distal: 2mm and proximal: 2.8mm. It was noted the patient's vessel tortuosity was severe. It was unknown if dapt (dual antiplatelet treatment) was administered. Postoperative angiography revealed an embryonic-type posterior communicating artery, with sharp angles between p2 and p3. The basilar artery was slender, and vascular variations included the presence of two superior cerebellar arteries. Ancillary devices include a phenom 27 microcatheter and coils.

Manufacturer narrative:
H3. Product analysis: equipment used: video inspection system (m-85519), ruler (m-83361), camera (panasonic lumix dmc-zs5) as found condition: the pushwire was returned within the inner pouch, a biohazard bag, and a shipping box. There was no braid or catheter returned with the pushwire. Visual inspection/damage location details: the distal and proximal dps restraints were intact. The dps sleeves were found intact with no signs of damage. The distal hypotube and ptfe shrink tubing were intact, with no signs of elongation. No bend was found on the pusher. No damages were found with the tip coil, distal marker, re-sheathing marker, or proximal bumper. No other anomalies were observed. Conclusion: based on the returned device, the customer complaint was not confirmed, as the pushwire was returned without the braid and catheter. No damage was found with the pushwire. The cause of failure to open and resistance could not be determined. Possible cause of failure to open includes severe vessel tortuosity. Possible causes of resistance include severe vessel tortuosity and a lack of continuous flush with heparinized saline during the procedure. H6. Coding updated based on analysis findings. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.